Event description:
It was reported that the cast cutter began overheating while the equipment was being tested and during a cast removal. The case was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was a field assembly wire that was crushed inside the housing. Those parts were replaced along with other components.